Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and was static. The customer's blood glucose level was 208 mg/dl. Reportedly, the customer loaded a new cartridge and was successfully able to resume insulin delivery.